Event description:
Complainant alleged that during biomed testing, the device's display was distorted and clinical information could not be read. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.